Event description:
It was reported that the external pulse generator (epg) patient cable was damaged causing pacing malfunction. The device was returned for repair. It was indicated on the paperwork that there was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.